Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message. The battery status was noted to show 70 percent remaining. It was noted that the patient underwent an unrelated surgical procedure approximately two weeks prior. Engineering analysis of device memory noted the presence of magnet applications that coincided with the procedure. Further analysis noted the device battery had already significantly recovered. Technical services (ts) discussed clearing the message with a programmer. No adverse patient effects were reported. This product remains in service.